Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not power on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse determined that the issue is possibly due to a power supply or power management board problem. The rse advised the customer of the latest version of the service manual. The rse advised the customer to confirm if the power supply is working. The customer was advised to order the power supply if the 24 volts dc is not present. The biomedical engineer is to call back if it is determined that the power management board is defective.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.